Event description:
The facility reported that a colleague infusion pump failed during patient use. The facility was attempting to turn the propofol off when the pump alarmed and stated, "pump failure". The pump was first turned off and then back on and reportedly, all lines were noticed to be open. The facility reported, "this was a very brief period of time - seconds - all lines clamped by rn that blood was backing up in IV access line". The patient's systolic blood pressure decreased from 104 to 68/39. The patient was placed flat and "team" was alerted. 500ml of normal saline (ns) was started and the patient's blood pressure increased to 94/50's, then to 140/60 after about 40 minutes. The patient's blood pressure stabilized to 120/70, "hour 70 from 45 minutes", without propofol. According to the facility, "a bolus could have occurred as all clamps were opened after the pump failure". Though requested by baxter, no additional information was available.